Manufacturer narrative:
Patient/family was the initial reporter. Personal information was not entered.

Event description:
Advocate stated her husband was in the hospital because of insulin intake based on a high blood glucose reading on the contour next ez. Further information was not obtained. The strips were not expected to be returned. Strip information was not provided. No product was replaced.